Manufacturer narrative:
Findings:unit received with intermittent button response due to corroded keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that during the set change, she pressed the act button and it feels as though the button is not pressed and try again it start to work. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.